Manufacturer narrative:
The investigation determined that higher than expected and non-reproducible vitros sodium (na+) results were obtained from a single vitros performance verifier (pv) fluid using vitros na+ slide lot 4233-1049-7017 on a vitros 4600 chemistry system. The assignable cause of the event is an instrument performance issue. An electrolyte reference fluid (erf) leak test failed indicating the erf pump was not performing as intended. Acceptable vitros na+ performance was obtained after an ortho field engineer performed the service actions of replacing erf pump, tubing and washers, cleaning the tip locator, microslide incubator and evaporation caps and performing all necessary adjustments. Email address for contact office above is (B)(4).

Event description:
The investigation determined that higher than expected and non-reproducible vitros sodium (na+) results were obtained from a single vitros performance verifier (pv) fluid using vitros na+ slide lot 4233-1049-7017 on a vitros 4600 chemistry system. Vitros pv I lot u8105 results of >250 and >250 mmol/l vs. The expected baseline mean result of 117.1 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitrops na+ results were obtained from non-patient quality control fluids. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd 500814.